Event description:
A diabetic nurse reported a customer received a reading of 5.0 mmol/l (90 mg/dl) on his adc blood glucose meter on (B)(6) 2012 at 14.00. It was further reported the customer's wife treated him with "dextrose" orally because he was "untouchable" (clarified "unconscious"). An hour later paramedics were called and received a reading on their unknown brand of meter of 2.8 mmol/l (50 mg/dl). Customer was treated on the scene with glucose via intravenous infusion and transported to a local healthcare facility. It is unknown what additional treatment may have been rendered at the hospital. Three, unsuccessful, attempts have been made to gather additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter serial number reported by the customer is invalid. Based on the returned meter and device history report) the correct meter serial number is (B)(4). The returned meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. A similar reading to the one reported was found in the meter's memory. In addition, a device history report (DHR) was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. This is a final report.

Manufacturer narrative:
This is an initial report. The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4) no information was provided for the customer's date of birth or weight.